Event description:
It was reported that the bd microlance¿ 3 needle broke at the hub site during use when attempting to puncture the skin. The following information was provided by the initial reporter, translated from french to english: "when the attempt to prick the skin was performed, the needle got broken at the hub site clinical consequences: change of the needle et the device affected has been kept actions taken: lo removed, hcw teams informed."

Manufacturer narrative:
H.6. Investigation summary: bd has been provided with samples for catalog 304432 to investigate for this record. Visual inspection of the affected sample shows a broken cannula at the level of the hub and examination under microscope reveals a cannula was bent prior to break. As a result, bd was able to verify the reported issue. Any breakage issue is rare unless there was some inappropriate use of the product, for example, because of some bending of the needle while injecting. The most probable root cause of the reported issue may be related to incorrect handling of the product during use. As this is the first time being reported, no corrective actions are require at this time. Since review of DHR showed no indication of the alleged defect, reference sample results were within specifications and after examination of returned affected sample, we could not relate the reported issue with our manufacturing process. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle broke at the hub site during use when attempting to puncture the skin. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the attempt to prick the skin was performed, the needle got broken at the hub site clinical consequences: change of the needle et the device affected has been kept actions taken: lo removed, hcw teams informed".